Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 222 mg/dl. The customer called in and stated having problems with the pump. The customer states having high blood glucose level after breakfast and lunch. The customer had symptoms such as blurry vision. The customer did not contact their healthcare professional and does not have a backup plan. The customer treated using the bolus wizard. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. However, looking in the pump history there was a motor error. The high pressure test was performed and passed. A replacement pump was offered to the customer because of the motor error. The customer declined a replacement pump.